Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a skin irritation causing skin peeling, excessive itching, burning sensation, rash, pain, and subsequent scarring on the left side of their abdomen occurred while wearing the pod longer than 48 hours. The patient stated that insulin leakage at the pod site may have contributed. It was suspected that the cannula had dislodged, causing the leak. Blood glucose level rose to 291 mg/dl. The patient stated that they had successfully resumed treatment. This event is being reported as a serious injury due to the formation of scar tissue attributed to pod wear.